Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a pt (age and gender unknown). The device gave an appropriate "no shock advised" prompt for the first heart rhythm analysis. The device again analyzed the pt's heart rhythm. The device gave a "shock advised" prompt following the second analysis, and the pt was shocked at 200 joules. During the third heart rhythm analysis the device gave an appropriate "no shock advised" prompt. A "shock advised" prompt was given after the fourth heart rhythm analysis and the device began to charge. The medics dumped the energy, and the pt was not shocked. The pt subsequently expired. Subsequent to the event, the physician evaluated the device algorithm analyses of the pt's heart rhythm and indicated that the device inappropriately issued "shock advised" prompts to a non-shockable pt heart rhythm following the second and fourth pt heart rhythm analysis.